Manufacturer narrative:
Report source: (B)(6). Therapeutic goods administration device incident report #(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional/user reported through a regulatory body that the ¿stimulator may have caused major nerve damage in [the] lower back¿ and that the device was removed in (B)(6) 2019. It was noted that ¿pain¿ was also reported. The cause of the event was ¿not established.¿ no further event information was reported; no further complications were reported or anticipated.